Event description:
It was reported that the patient's pacemaker was found in back-up operation following magnetic resonance imaging (MRI). It was found that the battery longevity estimate had been fluctuating anomalously. The device was reset back to nominal settings. There were no patient consequences.